Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the device had exhibited episodes of inappropriate therapy and t-wave oversensing. Reprogramming attempts were unsuccessful. The ICD and rv lead was explanted and replaced. The patients condition is stable.

Manufacturer narrative:
The reported field event of inappropriate shock due to oversensing was confirmed in the laboratory via review of the stored egms. The device was tested on the bench and no anomaly was found. The cause of the oversensing could not be determined.